Event description:
Our affiliate is reporting that during an arthroscopic meniscal repair, the suture of the fixation device broke and the device fell into the patient's joint space. One of the components of the fixation device, the "backstop", was removed; however, the "tophat" portion was not able to be retrieved from the body. The procedure was concluded successfully using another same type product without further issue or harm to the patient. Complaint device discarded at facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.